Event description:
A 28mm diameter x 16mm diameter x 16.5cm length aneurx bifurcated stent graft was inserted for the endovascular treatment of an abdominal aortic aneurysm in a patient in 2001. It was reported that the patient had a history of coronary bypass grafting approximately one month ago and did not do well post-operatively. The patient remained on the respiratory ventilator. The patient was found to have a 10cm aneurysm and the physician felt that he needed to do something to help the patient survive. The patient was a high risk patient and not suitable for endovascular repair, therefore, the device was used in a compassionate/emergent manner. The patient had a large, short and severely angulated aortic neck. It is reported that during the deployment of the stent graft, the device "jumped down" into the abdominal aortic aneurysm and the physician decided to perform open surgical repair. The device was explanted but would not be returned for evaluation. It was reported that the graft was in normal condition and there was not need to return it for investigation. Despite repeated attempts to obtain information from the user and user facility, no additional information is available at this time. No additional clinical sequelae were reported and the patient is doing fine.